Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed and found a damaged (detached) downstream occlusion (dso) seal. The dso seal and sensor were replaced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not working and kept alarming. The event occurred during testing, and there was no patient involvement.